Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor expired early. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined. No injury or medical intervention was reported.